Manufacturer narrative:
(B)(4). Concomitant medical products: g7 pps ltd acet shell 52e item#010000663 lot#7205799, g7 dual mobility liner 42mm item#110024463 lot#980970, longevity dm bearing 28x42mm item#110030999 lot#64782759, avenir cmpl ha ho col size 6 item#574202060 lot#3080127. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ceramic head disassociated from the stem while the patient was in the post-anesthesia care unit and had to be brought back to surgery to exchange the head. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product (from the tech eval) identified that there is no damage to the ceramic head articulating surface other than the nicks, scratches and dings on the face area. Review of the device history records as well as the ceramtec document review identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.